Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat vaginal vault prolapse, cystocele, rectocele and enterocele. It was reported that the patient had the concurrent procedures of enterocele repair, external anal sphincter repair, cystoscopy and vaginal vault suspension performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that the patient experienced pain, infection, and urinary problems. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence.

Event description:
It was reported that following insertion the patient experienced urinary incontinence.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.